Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area but was not discovered on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked from an unknown location. The patient stated the cycler prompted with an m31 air detected in cassette warning prior to the leak. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the cycler alarm. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. Per pdrn they were not sure where the leak was coming from and stated there were no injuries. No patient adverse effects were experienced, and no medical intervention was required.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area but was not discovered on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked from an unknown location. The patient stated the cycler prompted with an m31 air detected in cassette warning prior to the leak. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the cycler alarm. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. Per pdrn they were not sure where the leak was coming from and stated there were no injuries. No patient adverse effects were experienced, and no medical intervention was required.